Event description:
The account alleged the bed exit will turn on and stay on and alarms, but will not send a nurse call. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.